Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that, during implant, the physician was unable to insert a competitor lead into the implantable cardioverter defibrillator (ICD) device header. After several attempts and even with the use of sterile mineral oil, the lead would not fit into the header. There was no capture due to the loose connection. The device was not implanted. The physician decided use a competitor device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.